Event description:
The customer reported that the needle could not be pushed forward. There were no reports of harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed, as the device was dismantled. The device was removed from the bag and examined. The handle of the device was taken off from the rest of the device. The stylet was inserted into proximal end. It was observed that the needle was far down the sheath than what should be possible, however this is not abnormal as the device was already dismantled prior to this evaluation. The sheath was ripped from the handle and could slide along the needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.